Manufacturer narrative:
As received, a portion of the pushwire was found extending out from the instant detacher cap inner diameter. The coil was implanted in the patient and the remainder of the pushwire was discarded. During evaluation, an attempt was made to pull the pushwire out from the instant detacher; however, it was stuck. The instant detacher was taken apart. The pushwire was found stuck between the anvil and the pawl. The pawl was adjusted and the pushwire segment pulled out without difficulty. The pushwire was found bent at several locations from its proximal end. The cause for the event could not be determined. It is possible that the bends in the pushwire or the slide position during insertion of the pushwire into the instant detacher may have contributed to the reported event. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿slowly and simultaneously remove the concerto detachable coil and introducer sheath from the dispenser track. Inspect proximal implant delivery pusher for irregularities. If irregularities exist, replace with a new concerto detachable coil.¿ also, ¿to detach coil, place the i.d. (Instant detacher) into palm and retract the thumb-slide back until it stops and clicks, and slowly allow the thumb-slide to return to its original position. Remove the i.d. (Instant detacher).¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil will not be returned for evaluation as the coil was implanted in the patient and the pushwire was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during treatment of a coronary fistula, this coil detached successfully by using an instant detacher. However, the pushwire of the coil became stuck inside the instant detacher. After attempting to pull the pushwire out, scissors were used to cut it out. Other coils were implanted successfully by using another instant detacher. The procedure was completed without any issue. No patient injury was reported.